Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that in this pacemaker have five months remaining longevity after almost five years since implant and the health care professional (hcp) was wondering what was going on with the device. No further information has been obtained despite good faith efforts. The device remains in service. No adverse patient effects were reported.